Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure (red alarm) has been completed. The console was booting up, the logs rebooted with a gap of 51 seconds. The console then booted up again and an unexpected controller shutdown alarm was triggered. The console was then shutdown by the user. The console was returned for investigation and power cycled 200 times but the failure mode was not reproduced. The console performed as expected. The cause of the unexpected reboot was not determined since the failure mode was not reproduced and there was no evidence in the logs to clarify the cause of the reboot. A.1 should have been left blank on initial manufacturer device report number 1220648-2024-24665. D.2 revised common device name since the initial manufacturer device report number 1220648-2024-24665 in accordance with updated procedures. H.6 code 2199 was previously entered incorrectly on initial manufacturer device report number 1220648-2024-24665. A new code has been added.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
A complainant reported an unexpected controller shutdown alarm on the automated impella controller (aic) when turned on. The aic was replaced and there was no patient harm.